Manufacturer narrative:
Model number/catalog number: sc-2218-50. (B)(4). Model/catalog description: linear st lead kit 50 cm. The explanted devices were not returned to bsn. A review of the manufacturing documentation for the ipg and leads revealed that no anomalies or deviations potentially related to the event occurred during manufacturing. A review of the sterilization documentation for the device was found to be satisfactory.

Event description:
A report was received that the patient had an infection at the ipg site. Symptoms of infection were fever, pus and drainage at the incision site. The physician believed that the infection could be procedure related. The patient was placed on antibiotics and underwent an explant procedure.